Event description:
It was reported that the right ventricular [rv] lead impedance measurements were not stable. It was also reported that a lead integrity alert [lia] was triggered. The rv lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer data shows one lead integrity alert on (B)(6) 2012. One patient alert for right ventricular pace lead impedance equal to 1184 ohms on (B)(6) 2012. Weekly pace measurement log data shows an abrupt increase for max v.pace = 832 to 1584 ohms peak between (B)(6) 2012.